Event description:
It was reported that the customer's blood glucose levels were out of control because of a virus he caught. The customer's blood glucose level rose to 600 mg/dl. He was in a diabetic ketoacidosis. He was hospitalized on (B)(6) 2015 and was in intensive care unit for three days. In the hospital the customer was administered insulin drip to control his blood glucose level. He was wearing his insulin pump at the time of hospitalization. His son, who has type I diabetes, also caught the virus and his blood glucose levels spiraled out of control. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.